Manufacturer narrative:
The glidescope titanium lopro t3 was returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope titanium lopro t3 and confirmed the reported intermittent video failure issue. The technical service representative noted that the connector was corroded. During testing, the returned glidescope video monitor produced a clear image, functioning as intended. The video monitor and the glidescope titanium lopro t3 were returned to the customer. The glidescope video laryngoscopes operations and maintenance manual (omm) states "using hospital-grade clean air, which is free from oils and residuals found in common compressed air, blow out the connectors. This dries the connectors and removes any remaining residuals." It is likely that not blowing out the connector with hospital-grade air caused or contributed to the corrosion on the connector pins. Verathon followed up with the customer and restated the importance of blowing out the connectors following the reprocessing of the blades. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm video monitor, the image was intermittent. The customer indicated the procedure was completed using a second glidescope system, which was made available in approximately three (3) to four (4) minutes. No harm to the patient or user was reported.